Event description:
It was reported that the desktop charger (dtc/ac power supply 37761) for a deep brain stimulation system had a broken connector pin, which broke off inside the recharger. The issue reportedly worsened after an attempted temporary repair using tape. There was concern regarding the inability to charge the device, as the patient charges once per week. The y indicated an intention to attempt removal of the connector pin from the recharger with pliers and would call back if unable to remove it. A request was sent for expedited replacement of the desktop charger. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of 37761 (serial (B)(6)) recharger found a cable assembly had a frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.